Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this aortic mechanical valve was implanted in a patient with a small aortic annulus. During the implant, the valve was reported to have been implanted forcefully, which resulted in a left ventricular rupture. Subsequently, the patient died. The official cause of death was not received. It is unknown whether an autopsy was performed.